Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog, lot, UDI number and expiration date unknown / not provided. PMA/510(k) number not available. Device manufacture date not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the driver was damaged and doctor was not able to place the implant with. The implant was removed. Procedure completed with another implant and instrument.